Event description:
"Hi, I got a box of syringes (by prescription) for diabetes from my pharmacy, and they are misprinted. The lines marking the dose start off straight but toward the bottom start to become slanted. I've attached a picture. My pharmacy said I need to get replacements from you as they will not replace them. I need to get this resolved asap. I had to buy extras to tide me over, which I cannot afford. The pharmacy said you would send me replacements. I've also attached pictures of the box, barcode, lot number, etc. I'm also including a receipt for the syringes I had to buy, and if I can't get these replaced within two days (by november 29), I'll have to buy more. I would like to ask for reimbursement of those as well (including an extra pack if you can't overnight me a new box). Or perhaps you can contact the pharmacy and have the box replaced through them? Or send me a coupon for a free box? I don't know how that works, but I need these immediately or I will run out and have to buy more (I get them free through insurance)."

Manufacturer narrative:
H10: 100 syringes were affected by this event. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : device not available.